Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. One pump received in good condition with no appearance of any physical damage. Event history log was not applicable. No investigation was performed. The pump was returned as part of the corrective and preventative action (CAPA). Replaced the barrel clamp guide, barrel clamp rod and barrel clamp spring per CAPA. Performed pm maintenance and all functional testing.

Event description:
It was reported that the pump exhibited syringe recognition error. Pump returned due to internal corrective and preventative action (CAPA). No patient injury was reported.